Event description:
Additional information was received that the patient developed the common cold, worsening of heart failure, and deterioration of the mitral valve 4 years and 8 months following implant of the transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that four years and twenty days following the implant of this transcatheter bioprosthetic valve, into a patient with an existing non-medtronic surgical valve, cough and fever were observed. It was noted that covid-19 test was negative and the patient was prescribed medication by the local doctor, but the symptoms did not subside. Subsequently, the patient¿s family contacted the hospital and suspected pneumonia. Six days later, the patient was admitted due to pneumonia. There were no findings suspicious of infective endocarditis. The patient symptoms improved with administration of antibiotics. The patient was reported to be recovered and was discharged eight days later. Approximately 2 years and 8 months following the implant of the valve, the mitral valves pressure gradient increased, and diuretic medication was initiated, however, no improvement was observed. The patient developed the common cold which triggered the worsening of heart failure and the deterioration of the mitral valve. The patient was hospitalized and unspecified treatment was performed. 4 years and 9 months following the implant of the valve, dysfunction of the aortic valve was not observed; however, a mitral valve replacement and intervention of the bioprosthetic aortic valve were performed at the same time. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.